Event description:
Customer's mother reported receiving a button error alarm on the insulin pump. Customer's mother stated that the insulin pump had recently been exposed to water, but not submerged. Blood glucose level was 92 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at a display window, a broken reservoir tube lip and cracked battery tube threads. No moisture damage was noted inside of the insulin pump.